Event description:
It was reported that screws are backing out of a resonate plate post operatively.

Manufacturer narrative:
The device was not available as it remains in the patient. It was reported that the a screw or screws backed out past the locking mechanisms at the inferior level of a 3 level resonate plate. The original surgery date is not known at this time. It was reported that the back-out was discovered on the 6 month post-op follow up. It was described as the head of the screw slightly protruding from the plate, being barely visible, but appeared to be slightly backed out. The screws were 18mm. According to the surgeon the patient was non-symptomatic and fused. It is unclear whether some damage occurred to the plate or sliders inter-operatively or what the cause of the issue could have been. No pain or adverse effect to the patient was reported. There were no plans for a revision at the time the issue was reported. No determinations can be made for the cause of the reported issue.